Event description:
Description of event: the physician claimed the lead/device was not functioning within normal tolerances. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".